Event description:
The account stated that an initial architect total b-hcg result of 1503 iu/l was generated. The sample was repeated and was <1.2 iu/l. The sample was also tested with another method and a negative result was obtained. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). No method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A review of the customer returned system logs was performed and was not able to identify a cause of the erratic result. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect (B)(4) package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.